Manufacturer narrative:
The reported field event of pulse generator breakdown was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the hospital due to breakdown of the pulse generator. It was noted that implantation of artificial internal device caused abnormal reaction. The pulse generator was explanted and replaced. No further information was available.